Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device volume tone is low or too quiet. The device was returned to the biomedical dept with a note that stated administration beep volume too quiet. No specific pt info, device programming, or event details were provided. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the volume control test. No add'l info was provided.